Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 12 mg/dl, 227 mg/dl, and 122 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "haptic was stuck on the optic after lens insertion" (sticking). A surgeon reported that following insertion of an intraocular lens (iol), the haptic was noted to be stuck to the optic. The surgeon reported, the haptic was stuck for more than ten minutes. There was no harm reported to the pt. Additional info has been requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.